Event description:
The screw broke during the 2nd screwdriver turns. The screw broke while trying to put it in the tibia because the bone was too hard.

Event description:
The screw broke during the 2nd screwdriver turns. The screw broke while trying to put it in the tibia because the bone was too hard.

Event description:
The screw broke during the 2nd screwdriver turns. The screw broke while trying to put it in the tibia because the bone was too hard.